Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen had air bubbles. Tandem customer technician support (cts) made multiple attempts to confirm the reported issue; however, the customer did not respond. There was no additional information provided.